Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that, the patient passed away due to middle cerebral artery (mca) aneurysm and a large left intraparenchymal hemorrhage (iph). The device was reported to be functioning properly, the outcome not device related. No equipment would be returning.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. It was reported that (B)(6) would not be returned for evaluation. The device was functioning properly, and the outcome was not considered to be device related. The heartmate 3 lvas instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.